Event description:
Info received indicates the intellidrive will move in reverse when pressing the handles forward.

Manufacturer narrative:
The technician isolated the issue to the left push handle. Repairs have not been completed.